Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to loose / protruded drive support disk. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of prime anomaly, compromised force sensor system alarm and possible temporary vent blockage from the insulin pump. The customer's blood glucose reading was 149 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer stated that insulin did not continue to drip after letting go of the act button. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.